Event description:
Ous MDR - after an implantation duration of 30 months it was reported, that the lead was explanted due to oversensing with shocks.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection detected multiple signs of abrasion along the lead body. Especially in the distal region, close to the shock coil, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause of the inadequate shock delivery mentioned in the complaint text. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement should be regarded as a possible cause. Reasons for an increased stress level of the lead in the implanted state are hard to determine without x-ray images, diagnostic images of other kinds, and further information on the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, cuts in the insulation were noticed, which are probably a result of the extraction process. Blood had entered the lead at this site. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.